Event description:
Surgeon described a series of complications after vitrectomy surgery including: corneal edema, corneal and iol/crystaline opacification, choridal detachment , all during air fluid exchange.

Manufacturer narrative:
A review of the device history records did not reveal any anomalies. Since the product concerned was not returned to dorc for investigation, no physical examination could be performed to confirm the alleged failure or to determine its cause. Hence, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Manufacturer narrative:
Investigation will be performed as soon as possible. It is noted that resterilisation with eto of single use products is implied by the customer in this complaint. The customer will be contacted to reiterate the product labelling which states that these products are intended for single use only, and reminding the customer that unvalidated sterilisation with eto creates a risk of patient harm due to (at least) ineffective sterilisation & eto residuals.)

Event description:
Surgeon described a series of complications after vitrectomy surgery including: corneal edema, corneal and iol/crystalline opacification, choroidal detachment, all during air fluid exchange.